Event description:
Pt called lfs in 2004 alleging the meter would power off while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. They stated that they visited their physician to have their blood sugar tested but received no treatment. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.